Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter, the customer discontinued use of the device due to the fact the patient had expired. Product surveillance received the summary sheet for peritonitis via email from global pharmacovigilence. The peritonitis started on (B)(6) 2010. A culture was performed but the results were unknown. The patient was admitted to the hospital on (B)(6) 2010. It was the opinion of the health care professional that the cause of the peritonitis was a break in aseptic technique. The patient had not recovered and had the catheter removed. It was the opinion of the health care professional that the peritonitis was not related to any of the baxter pd solutions the patient was on. On (B)(4) 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn) to obtain additional information. The peritoneal dialysis (pd) stated the peritonitis had been resolved before the hp's death. The pdn stated the date of death was (B)(6) 2010. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). Device not available